Event description:
The pt reported overstimulation and a burning sensation after feeling a shock in their leg when lightening struck close to their home during a thunderstorm. The voltage jumped to 5.0 volts with reprogramming. The MFR rep reported upon increasing voltage in 0.1 increments the voltage jumped from 3.3 volts to 6.5 volts immediately without provocation.